Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "discharge fault" and 'defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will provide a follow-up report when our investigation is completed.